Event description:
It was reported the pt had been experiencing difficulties initiating communication between the ipg and the external devices. The pt reported he had not charged the system for an extended period of time. The pt underwent surgical intervention to explant and replace the system ipg. The explanted product has been retained by the facility. The pt reported effective coverage post-operative. No further pt complications were reported.

Manufacturer narrative:
This ipg serial number is included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.